Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons, damage and also mentioned they experienced high blood glucose of 400mg/dl. The customer treated high with manual injections. Troubleshooting for button error and keypad anomaly was performed. The customer stated that the act button was unresponsive. The customer stated that the time on the clock advanced when monitored. The customer stated that they were unable to remove the battery cap. The customer was assisted with the removal and installation of the battery cap.  The customer was advised to monitor the insulin pump closely if they continue to use. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with intermittent up arrow button response due to corroded keypad traces. No numbers scrolling up noted. Pump had stripped battery cap (p) at coin slot area, cracked battery tube threads, partially broken reservoir tube lip, cracked case at display window corner and minor scratched lcd window.